Event description:
The customer contacted baxter on (B)(6) 2010 to report a colleague infusion pump with failure code 810:04. The reported condition was identified during biomedical testing. During service, it was discovered that the ail pcb (air in line printed circuit board) was out of calibration. There was no documented patient injury, adverse event or medical intervention related to the reported condition. The user interface module master software version (B)(4) categorized as remediated. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The reported condition was confirmed but not reproduced. The ail pcb was recalibrated.